Manufacturer narrative:
It is unknown if the microstent remains implanted; the microstent was not returned for evaluation. No lot number was identified with this complaint; therefore, a device history record review, lot complaint history review, and non-conformance review could not be conducted. It was reported that following an microstent implant procedure, the patient experienced inflammation. It is alleged that the microstent was malpositioned. No additional information was provided. The microstent was not returned for evaluation. Thus, the root cause for this complaint cannot be determined. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following an microstent implant procedure, the patient experienced inflammation. The microstent device also mispositioned in the patient eye. Additional information has been received form the surgeon and as per surgeon opinion it is a product related complication. It is most likely a malpositioning of the stent.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).